Event description:
Customer reported that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. Device passed all tests.

Manufacturer narrative:
(B)(4).